Event description:
The customer contact reported that the device alarmed with a s233 (over temperature psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.